Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balanced heavy weight (bhw) guide wire separated during use in the tortuous artery. Attempts to snare the guide wire were unsuccessful and a perforation was noted. Treatment, if any, for the perforation was not reported. The separated guide wire was surgically removed. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure and the patient's hospitalization was reportedly prolonged. The patient has since been discharged. There was no additional information provided.